Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have dislodged and may possibly have fractured. This lead was also suspected to have caused a skin reaction in the patient. Additional information was received indicating the reported observations were not confirmed upon radiographic examination and an lv epicardial lead implant was planned. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.